Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that after the impella cp implantation and a switch to repositioning the sheath caused bleeding in the groin site in the intensive care unit. The issue was resolved by manual compression and superficial surgical stitch. The patient remained stable and survived the surgery.

Event description:
It was further reported while advancing the impella wire, ventricular fibrillation (vf) was induced (x2), which was promptly terminated with defibrillation (x2). No residual problems. Patient remained stable afterwards.

Manufacturer narrative:
The investigation of access site bleeding and vf has been completed. The product was not returned. The clinical details suggest that a suture was sewn additionally to resolve/control bleeding. The root cause of the access site bleeding-major issue was most likely use related since additional suture resolved bleeding issue per clinical information. As the necessary information was not provided, the root cause of the vt/vf was not determined. B5 additional information was was inadvertently omitted on the initial manufacturer device report number 1220648-2024-19062. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-19062 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-19062 in accordance with updated procedures h6 health effect clinical code and health effect impact code revised to reflect the omitted adverse events on the initial manufacturer device report number 1220648-2024-19062. H6 code 3221 was reported incorrectly as it was duplicated on the initial manufacturer device report number 1220648-2024-19062.